Event description:
The customer was hospitalized for low bgs. It was informed that the customer was unconscious. It was mentioned that the customer did not know how to prime the pump and was not pressing the escape button after priming. Instructed the customer to change the set.